Manufacturer narrative:
A device history review (DHR) could not be completed as no lot number was available. Since no sample has been returned at this point, a failure mode or definitive root cause could not be determined. The information for use (IFU) on the pack instructs the user to heat the gel pack for 55 seconds in a 750 watt microwave and then place in a sleeve or towel.  The wattage of the microwave used is not known, however, the pack was placed in a pillow case instead of a towel.  A corrective action will not be initiated at this time as the information provided is not sufficient to determine a definitive root cause.

Event description:
Based on the information provided by the facility the patient received a 1st degree burn when the hot pack was applied. The hot pack was heated for 1 minute and wrapped in a pillow case. The left lower abdomen was the affected area. The doctor applied a foam dressing and the next day removed it and applied a tegaderm film dressing. Patient was given instructions to leave the tegaderm on for 2 days. No lot number was provided and the sample was discarded.